Event description:
It was reported that the customer's insulin pump had an error alarm during the manual prime process. Advised the mother to discontinue use of the device and reverter to back up plan. The mother called back and stated that they used the whole reservoir to solve the problem with no results. The mother has also stated that the insulin pump did reset several times during the prime/rewind process. The customer's last blood glucose reading was 169 mg/dl. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Further testing could not be performed due to the prime anomaly.